Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow block alarm. The customer's blood glucose was 305 mg/dl at the time of incident. Troubleshooting was provided but alarm recurred. The customer was advised that the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.